Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported that a balloon rupture had occurred. A procedure was being performed on a 90% stenosed, severely calcified and severely tortuous lesion. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured on the first inflation. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years of age or older. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A procedure was being performed on a 90% stenosed, severely calcified and severely tortuous lesion. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured on the first inflation. The procedure was successfully completed with a different device without issue or patient injury.